Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was attempted to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2026.during the procedure, the stent was attempted to be deployed but ended up getting stuck on the duodenoscope bridge. Th grey line (pull wire) to deploy the stent could be observed and despite that the device got stuck in the channel. The pull wire broke during the struggle. They used multiple equipment such as rat tooth, autotome and biopsy forceps to release the device. However, the procedure was cancelled since patient was agitated.there were no patient complications reported as a results of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf device code f2301 captures the reportable event of the additional devices used in the attempt to release the device.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was attempted to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent was attempted to be deployed but ended up getting stuck on the duodenoscope bridge. The grey line (pull wire) to deploy the stent could be observed and despite that the device got stuck in the channel. The pull wire broke during the struggle. They used multiple equipment such as rat tooth, autotome and biopsy forceps to release the device. However, the procedure was cancelled since patient was agitated. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block d4, h4:the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted.block h6:imdrf device code a0401 captures the reportable event of pull wire break.imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.imdrf device code f2301 captures the reportable event of the additional devices used in the attempt to release the device.block h11:investigation results:based on the information available, boston scientific was unable to confirm the reported events. The complaint device was not returned; therefore, product analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:the device was not returned; therefore, product analysis could not be performed.risk review:a risk review was completed and confirmed that the events of pull wire break, additional device required and cancelled/rescheduled - post sedation/sedation unknown were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.